Event description:
Customer initially contacted MFR's quality control on 2005. Customer reporter experiencing pain, discomfort, and numbness, after approximately two weeks of initial use of wrist blood pressure monitor. After consulting with their dr, the customer was instructed to discontinue use of the monitor, and the dr wanted to conduct additional tests. Customer inquired as to whether any similar reports had been reported. Customer was told by qc mgr that no similar incidents had been reported. Customer stated that they were going back to their dr for additional testing and would contact MFR after test results were received. Qc mgr requested to have the unit returned for evaluation, but customer stated that they wanted to wait until they had received their test results. In 9/2005, the customer contacted qc mgr at MFR and pt informed them that pt had a neck x-ray and a test for carpal tunnel performed. They stated that since discontinuing use of the monitor that they had not experienced any further problems.